Manufacturer narrative:
The pump alarmed motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the operating currents measurement, self-test, unexpected restart, rewind, basic occlusion and displacement tests. Unable to perform the no delivery test due to the motor error alarm. The motor passed the motor test. No history anomaly was noted. The pump had a cracked case at the display window corners, a broken reservoir tube lip, a severely scratched display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 408 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process, but would again receive alarm. Alarm history did not contain a motor position encoder error alarm but did contain more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.